Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 475 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began a week and a half prior to call. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer did not feel well. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer stopped troubleshooting and would call back to perform high pressure test.